Event description:
It is reported that the femoral impactor/extractor broke during surgery.

Manufacturer narrative:
Eval summary: all lots of this device are being recalled, eval: as returned, the spring clip is fractured. Device history records indicate all components were manufactured and inspected to specification.